Manufacturer narrative:
A medtronic representative, following-up at the site, reported a site representative in the outpatient surgery department confirmed that they have not had any issues since this event. No further issues have been reported. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The site replaced the monitor with a non-medtronic monitor and has not returned the suspect monitor for evaluation. The site has been informed that use of a non-medtronic monitor on this system is not validated. No further evaluation possible as part was not returned and site is choosing to use a non-medtronic monitor.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system monitor went black for a few seconds, then the display returned to normal. This occurred two times. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿